Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). It was reported there was premature depletion after four months. There were no external factors stated that could have led or contributed to the issue. Diagnostics with the clinician programmer showed the ins was at its end of service (eos). A surgical intervention was planned but had not yet been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported the date of the ins explant was not yet decided. The patient experienced a loss of stimulation. The ins was programmed at the following: 10.5 volts, 40 hertz, 430 microseconds with continuous stimulation. There was a softstart/stop of 4 seconds. The poles were programmed with 2 cathodes (1, 3) and 2 anodes (0 and 2). The electrode impedance was between 319 and 525 ohms.

Manufacturer narrative:
Analysis determined the implantable neurostimulator (ins) depleted normally. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the ins was explanted on (B)(6) 2017.